Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt opened the cassette door and solution was leaking from the tubing set and was on the pumps. Pt states there have been no ill effects or antibiotics administered, effluent has remained clear. There is a sample available for eval.